Manufacturer narrative:
Procode: rhn.

Event description:
According to the initial reporter, they were almost done with the procedure when they lost the aiming beam. The fiber had broke at the point of deflection in the scope. They were able to recover the fiber. No fiber was inside the body and they were done with the case by this time. It was further reported that the patient would undergo an additional procedure under anesthesia at another date.

Event description:
No further information.

Manufacturer narrative:
Correction: d2: common name: sterile surgical laser fibers; product code: gex.